Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 11/26/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"The customer reported a nurse was giving vaccine and when injecting the patient and pushing the plunger, the syringe was cracked, and the medication shot out of the luer lock and not into the patient. This occurrence has happened multiple times with their current needles with different nurses. The needles crack the syringe when screwed onto the syringe that the needle tears into the skin. The sensation is that the needle has no cut"".

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.